Manufacturer narrative:
Summery of eval: no deviations within the inspection records were found. The nail handle shows traces of hammer impacts with extreme deformed material. The hole for the sleeve shows traces of use and at the lower side of the hole rim is also an impact visible. Function test performed on the device revealed that the device fits into the nail handle. Some resistance was found at the lower part of the hole. The sleeve has to be pushed with force thru the hole. The exact root cause of the reported event could not be determined, but appearance and extent of damage indicate that the returned nail adapter had been used deviated from surgical technique and based on the available info, it appears that this event is not device related.

Event description:
The customer reported that "the hole in the insertion handle is narrow. It was found that the insertion handle of the system s2 does not pass easily the sleeve and guide by the calibrated orifice for the blockade proximal oblique this, after having been used in surgery." There was no adverse pt consequence.